Event description:
Reported as "defect on the port." (Leak)

Manufacturer narrative:
Medwatch sent to FDA on: 06/aug/08. The product associated with this report will not be returned as the device was discarded by the surgeon after explanting the device. The reporter of the complaint was asked to indicate the product serial number, date of event, and the explant date. The information has not yet been received by allergen. Based upon the implant date provided by the reporter the connector type is assumed to be a taper I. Allergen has not received the product. Therefore, no analysis or testing has been done. Further information from the reporter regarding the serial number, the explant date, and the date of the event has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."